Event description:
The plaintiff's atty alleged the pt subsequently expired after experiencing sudden cardiac arrest. Furthermore, the event was alleged to have been caused by the administration of the prod during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this events.